Manufacturer narrative:
As reported, during a bilateral inguinal hernioplasty procedure sorbafix enhanced fastener did not fixate the mesh even though right pressure was applied. Reportedly, loose fasteners were present and were not removed from the patient. The in-vivo video confirms that the fastener deploys but fails to penetrate the mesh and subsequently drops into the patient which was reported to have been left in the patient. The video does not assist in determining root cause. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a bilateral hernioplasty procedure sorbafix enhanced fastener did not secure the mesh at first shot and no fasteners were fixed successfully even though the right pressure was applied. The loose fasteners were not removed from the patient's body. Reportedly, another device was used to complete the procedure and there was no patient harm or injury.